Event description:
After a coronary drug eluting stenting treatment procedure, 100% re-stenosis of the taxus stent occurred. In 2004 the pt presented to the cath lab and had a taxus express2 - 3.50 x 16 mm drug eluting drug stent placed. The pt was then discharge home with a regimen of plavix and aspirin. Four months later, the pt's physician told pt can stop taking plavix because pt was recovering so well and in such good shape. Six weeks later, the pt's dermatologist told pt to stop taking aspirin for treatments of skin. This was facilitate a decrease in bleeding from the treatments. The pt did not consult cardiologist about going off aspirin. The pt later was re-admitted to the cath lab and was determined to have a 100% re-stenosis of the taxus stent. The physician treated the re-stenosis with percutaneous transluminal angioplasty (ptca) and re-started the aspirin and plavix regimen. It is noted that the cardiologist related the re-stenosis to the pt stopping aspirin regimen. Pt status is reported as "fine".